Event description:
It was reported that the pump had an air in line alarm. The battery cover was opened and closed. The bottom of the cassette was gently tapped on a hard surface to disperse air bubbles. The pump was turned on, but the alarm returned. The tubing was clamped. The cassette could not be removed as it was locked in place. The pump was turned off, and the patient was instructed to call the clinic for further instructions. The patient had verbalized understanding. Resvol was 73.9. The event occurred while in use with the patient. The operator of the device was a health professional. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.